Manufacturer narrative:
Concomitant product : 6947m-62 lead, implanted (B)(6) 2012.

Event description:
It was reported that during a routine device replacement procedure, the pocket was revised due to the newer device's larger size. The patient experienced device site bleeding which then necessitated the incision be re-opened after closure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.